Event description:
It was reported that during a da vinci s prostatectomy procedure "shavings" from the tube of the monopolar curved scissors (mcs) instrument fell into the patient. The shavings were removed using irrigation and suction. The mcs instrument was observed rubbing against another instrument installed on a different system arm. Both system arms were readjusted and the mcs instrument was replaced. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned to isi for evaluation. A follow-up MDR will be submitted if the instrument is returned, upon completion of evaluation, or if additional information is received.